Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that they had an out of box failure during a case they were in this morning. Caller reported the set screw did not engage properly. Caller stated they could hear what sounded like the set screw torquing down, but it would not hold the lead in place. Caller stated several attempts were made, but ultimately unsuccessful. Caller opened another kit, and successfully torqued set screw into place. Agent redirected caller to customer service to place order for replacement product.